Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission, revealed that the right ventricular lead was exhibiting oversensing sensing noise and r-wave amplitude variation. Programming changes were made. The patient was in stable condition.